Manufacturer narrative:
B2 - the date of death was not expressly stated; the date of event was used as a place holder: 3 apr 2025. D4, g4: model number is not sold in the us but similar device is sold under model 46117-40. This product was used for the product code, and 501k. E1 - additional contact: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a single line transpac it with 03 ml flush device and 60 inch pt tubing that experienced inaccurate readings during patient use. The patient did not recover and died. The reporter stated that a patient was taken to operation room for surgery. An arterial line was inserted for the patients' blood pressure. The arterial line was displaying inaccurate readings. Medical team replaced it with a new one. There were no cuts, cracks or defects noted on the device. Patient was handled according to the medical procedure, suitable medication was given to the patient according to the case as per the declaration of the anesthesiologist.

Manufacturer narrative:
Investigation summary: the reported samples of three (3) new sets with list #011-46110-79, single line transpac® it sets were received for evaluation. No visual anomalies were observed on all the returned sets. The reported complaint of inaccurate readings was not confirmed on the returned sets. The transpac's were electrically tested, a wave form was able to be zeroed with the waveform visible on the monitor on all the three (3) sets. When the returned sets were tested for damping coefficient test, the damping coefficient and the natural frequency fell within the acceptable range on the all the three (3) samples. All the returned sets were primed and pressure leak tested; no leaks were observed. Without the return on of the reported sample, the complaint could not be confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.